Event description:
Livanova deutschland received a report that s5 console displayed fault error during a procedure. There is no report of any patient injury.

Manufacturer narrative:
H11: livanova deutschland manufactures the s5 console. A livanova field service engineer was dispatched to the customer and could not verify the reported problem. No faults were generated over a wide range of operating parameters. Replaced pump head as a precaution. The device was tested and returned successfully to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.